Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), it was noted that the activation coils were separated from the jaws. The heater wire was detached from the jaws. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Corrected section: h6 changed patient code to no patient involvement (B)(4). The device was returned for evaluation on 11/25/2019. An investigation was conducted on 01/08/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed away from the hot jaw at the center but remained attached at the base. The heater wire was observed to be detached at the tip. No other visual defects were observed. Bases on the returned condition of the device, the reported failure "material twisted/bent" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), it was noted that the activation coils were separated from the jaws. The heater wire was detached from the jaws. No patient involvement.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), it was noted that the activation coils were separated from the jaws. The heater wire was detached from the jaws. No patient involvement.